Event description:
During hemostasis clipping procedure, a cook instinct endoscopic hemoclip was used. After attaching the clip to the tissue inside the colon, the physician thought the clip was fully deployed and pulled back on the device pulling the clip off the colon ripping the tissue. The clip then separated from the deployment device and became free inside the patient in the closed position. The clip was left to pass naturally and a second clip was used to repair the tissue damaged by the first device and complete the procedure. The initial clip used was left inside the patient to pass naturally. Other than the use of a second clip to repair the tissue, the patient did not require any add'l procedures. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation summary: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscopic maneuvers to separate catheter from clip. Instruction for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassesses the risk assessment results as post market feedback continues to become available.